Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the balloon burst. There was no pt consequence 9/18/97. Second device rec'd for eval.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, a)cut b)torn; cam condition, ab)good; desufflation lever condition, ab)good; extension condition, ab)good; inner gasket condition, ab)good; outer gasket condition, ab)good; sleeve condition, ab)good and stopcock condition, a)open b)partially. Functional tests & results: balloon inflation test, ab)could not insuffla. Analysis conclusion: ab)based upon the inquiry info rec'd and the visual examination; a)it was concluded that the balloon had become cut in the proximal portion, making the instrument non functional. The instrument was rec'd with a small slit in the balloon, which was approx 1/16" in length and 1/4" from the attachment ring. No conclusion could be reached how the balloon had become cut. B)it was concluded that the balloon become had torn at the distal tip, making the instrument non functional. The instrument was rec'd with a the balloon torn on the distal tip. The tear was approx 3/4" in length. No conclusion could be reached how the balloon had become torn. Note: it was orignally reported that 1 instrument was being returned, but 2 instruments were rec'd. Ab)each instrument is evaluated during the assembly process to ensure that it functions properly.